Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 32 mg/dl. The customer stated that she has been inserting her infusion sets into areas of her body with scar tissue. The customer was advised to consult with her doctor about inserting into alternate sites that do not have scar tissue. Nothing further was reported.